Event description:
A coronary stent with delivery system was successfully advanced to an unknown target lesion site in the pt's body. The balloon catheter was successfully inflated; however, it was reported that the balloon catheter would not deflate. After several attempts to deflate the balloon catheter, the balloon was deflated enough to remove from the pt. EKG changes, chest pain and prolonged st elevation were reported. Subsequently, the symptoms spontaneously resolved and the st segments reverted to isoelectric morphology. The stent was post dilated with a post dilitation balloon and the stent was successfully deployed at the target lesion site. There were no add'l complications reported relative to this event.